Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in hospital to check for a cardiac arrest episode. It was noted that noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the noise was possibly unrelated to the cardiac arrest episode. The patient had a full-on cardiac arrest episode and required external cardiovascular (cv) support. The physician hoped it was just noise, but it wasn't. No oversensing or other electrical anomaly was observed on the right atrial (ra) lead during the event.